Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 44 mg/dl. Intravenous dextrose and fluids of saline were administered by a health care provider to address the bg. Customer was discharged 2 days later with the issue resolved and no permanent damage. Reportedly, the customer delivered a second bolus they did not need. Recommendation was made to consult with a healthcare provider regarding diabetes management.